Event description:
MFR received a report from a dealer alleging that the lift legs collapsed while elevated, causing the user to fall to the floor backwards. As a result of the incident, the user sustained a fractured leg and toe.